Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body aches"), fatigue ("extreme fatigue") and mood altered ("moody"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, pain, fatigue and mood altered outcome was unknown. The reporter considered fatigue, medical device removal, mood altered and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("body aches"), fatigue ("extreme fatigue") and mood altered ("moody"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the medical device removal, pain, fatigue and mood altered outcome was unknown. The reporter considered fatigue, medical device removal, mood altered and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 822366) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, menometrorrhagia and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body aches"), fatigue ("extreme fatigue"), mood altered ("moody") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy + bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pain, fatigue, mood altered and menometrorrhagia outcome was unknown. The reporter considered fatigue, menometrorrhagia, mood altered, pain and pelvic pain to be related to essure. The reporter commented: right and left tube easily occluded. Discrepancy of insertion dates (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2013: diagnosis uterine, cervix, hysterectomy- no significant pathologic changes. Endometrium, hysterectomy- mid secretory phase endometrium. Myometrium, hysterectomy- mild to moderate adenomyosis. Fallopian tubes, bilateral salpingectomy- no significant pathologic changes. Gross description- received is a container of formalin labeled patient uterus and bilateral tubes. Specimen consists of two fallopian tubes, each with an attached patent fimbriated end, and each measuring 3 cm in length and 0.5 cm in diameter. On section, the segments appear otherwise unremarkable. Representative sections of tubes are submitted in a 1-2. The uterus measures 8 x 5.5 x 4.2 cm and weighs 85 grams. The serosa is focally hemorrhagic. Section to include serosa is submitted in a3. The portio vaginalis is hyperemic and wrinkled. The cervical os is slit shaped. Cut sections through the cervix reveals a few nabothian cysts measuring up to 0.3 cm. Sections from cervix are submitted in a4-5. Endometrial cavity is straight. The endometrium is hemorrhagic and measures up to 0.3 cm in thickness. The myometrium measures up to 1.8 cm and on section, has a focally, somewhat fibrous-appearing cut surface. Representative sections of endometrium and myometrium are submitted in a6-9. (Rs/lb). Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Reporter information updated. Other relevant history and lab data updated. Lot number newly added. Event medical device removal was updated to chronic pelvic pain , event menometrorrhagia added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 822366) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, menometrorrhagia and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), pain ("body aches"), fatigue ("extreme fatigue") and mood altered ("moody"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy + bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, menometrorrhagia, pain, fatigue and mood altered outcome was unknown. The reporter considered fatigue, menometrorrhagia, mood altered, pain and pelvic pain to be related to essure. The reporter commented: right and left tube easily occluded discrepancy of insertion dates- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: diagnosis- uterine, cervix, hysterectomy- no significant pathologic changes. Endometrium, hysterectomy- mid secretory phase endometrium. Myometrium, hysterectomy- mild to moderate adenomyosis. Fallopian tubes, bilateral salpingectomy- no significant pathologic changes gross description- received is a container of formalin labeled patient uterus and bilateral tubes. Specimen consists of two fallopian tubes, each with an attached patent fimbriated end, and each measuring 3 cm in length and 0.5 cm in diameter. On section, the segments appear otherwise unremarkable. Representative sections of tubes are submitted in a 1-2. The uterus measures 8 x 5.5 x 4.2 cm and weighs 85 grams. The serosa is focally hemorrhagic. Section to include serosa is submitted in a3. The portio vaginalis is hyperemic and wrinkled. The cervical os is slit shaped. Cut sections through the cervix reveals a few nabothian cysts measuring up to 0.3 cm. Sections from cervix are submitted in a4-5. Endometrial cavity is straight. The endometrium is hemorrhagic and measures up to 0.3 cm in thickness. The myometrium measures up to 1.8 cm and on section, has a focally, somewhat fibrous-appearing cut surface. Representative sections of endometrium and myometrium are submitted in a6-9. (Rs/lb). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.